Manufacturer narrative:
Other relevant device(s) are: product ID: 9730894, serial/lot #: unknown. Analysis of the 960-160 found insufficient information. Analysis of the 9730894 found insufficient information. At least three documented attempts have been made to retrieve a system checkout with no additional information made available. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system during a procedure. It was reported that the initial point was completed but the second point failed during registration. Trace registration also failed. Site stopped using the navigation system and brought in another navigation system to complete the procedure. The procedure was completed with the use of navigation system. There was no delay to the procedure. No known impact on patient outcome.